Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an alert on (B)(4), 2017. The alert resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device resumed normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
The device was returned for analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) was on a flight and started to feel unusual, then received a shock from the ICD. The device was interrogated and found to be in safety mode, but the patient continued to get subsequent shocks. The device memory also showed the following codes: 1, 2, and 3 indicating a memory error occurred. Boston scientific technical services (ts) discussed safety core parameters. Currently a magnet has been placed on the device. Ts explained the device is sensing unipolar, which may be the cause for the shocks. The device was subsequently explanted and replaced. The lead remains in service with the new device. No adverse patient effects were reported.